Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) stenting treatment procedure, the stent dislodged from the catheter. While preparing for a scheduled pci, the physician loaded a 3.5x16 liberte monorail unto the wire outside of the patient and noticed the stent was missing. They looked inside of the package and found that the stent had dislodged inside the package. It was noted that the stent must have come off when the stylet wire or stent protector was removed. All the packaging was intact before the procedure began. The procedure was successfully completed with another taxus liberte stent. No patient injuries or complications occurred.

Manufacturer narrative:
Over 18 years. (B)(4).